Event description:
(B)(4). My insurance company covered the essure procedure. Shortly after getting essure implanted my periods were very heavy and irregular. I would go months without a period but still had extreme monthly cramping. When I did get my period it would last for 10-20 days. It would be extremely heavy with huge clots and the cramping would be very painful. Regular headaches, weight gain, hair loss, dental issues, skin rashes, muscle cramps, stabbing side cramps, mood swings are some of the side effects I deal with on a regular basis.